Event description:
It was reported that during a trial implant surgical procedure on (B)(6) 2022, the patient experienced a cerebrospinal fluid csf leak. Patient experienced a headache post-op. Headache resolved early in the trial process.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.